Event description:
Alcon acs biosorb absorbable suture 6-0 size. Item number 10380658631-14, lot number e4j0382. I have used this suture since it came to market - over 7 yrs - , for the performance of all types of eye muscle surgery. In the past few weeks (since opening a new box) I have had multiple pts with intraoperative evidence of suture stretching requiring multiple re-ties. This particular pt underwent a very small resection of one rectus muscle which does not normally cause much suture tension, and she had an add'l suturing technique for reinforcement known as a "central sag" bite although there was no central sag. After subsequent normal surgical maneuvers it was noted that all 3 strands of suture between the muscle and sclera had lengthened, were visibly attenuated, and the muscle was hanging back about 1 mm from its intended location. I will report the other pts separately.